Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent a trail procedure and postoperatively the pt experienced weakness and the physician removed the lead. The pt was feeling better and was able to ambulate upon discharge from the facility. An MRI was ordered.